Event description:
The pt was implanted with the left ventricular assest device in 1999. On 09/27/1999, the pt rec'd a non-critical advisory alarm which was concluded to be caused by one of the redundant power lead connections to the left ventricular assist device (lvad) ceasing to make a connection resulting in the system controller alarming. Since the power lead is redundant, the left ventricular assest device continued to operate normally. The MFR was contacted and MFR field svc personnel were dispatched to the hosp to provide assistance.